Event description:
The patient underwent implantation of an indura catheter in 1999 with a synchromed pump for a clinical trial or intrathecal infusion of the brain derived neurotrophic factor (bdnf) for als. The hcp reported the patient experienced a catheter break at the intraspinal entry point. The catheter was returned to the manufacturer on 3/7/2000. It is not known if a portion of the catheter remains within the patient's csf. The hcp reported no patient symptoms.